Event description:
It was reported the patient (B)(6) has not used her system in a while and is currently unable to recharge the ipg. An appointment is planned for further interrogation.

Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r. Sjm has limited information to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.